Manufacturer narrative:
There is no evidence of device or component failure or malfunction. The tissue quality at the site of the original implant is noted to be loose and unstable, causing the devices to shift and lose connectivity. Additionally, it appears the initial placement of the leads was not adequate to target the specific areas of pain for this patient. The nalu system is not approved to treat migrain pain, thus this application of the system is off-label and the firm is unable to confirm expected effectivity of the system for this application.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat off-label migraine symptoms related to head and neck pain. The implantable pulse generator (ipg) was placed in the intraclavicular area with the leads targeting the occipital nerve. After activating the system on (B)(6) 2025 the patient reported frequent communication issues between the ipg and external therapy discs. Patient also reported inadequate pain relief while the system was connected and running stimulation. On (B)(6) 2025 a surgical procedure was performed to reposition the existing ipg to a location better conducive to communication with the external devices. The ipg remained in the anterior intraclavicular area but shifted to a slightly different position. No product was removed or replaced during hte procedure.